Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage to the catheter or solitaire pushwire. The tip of the solitaire sheath was secured into the hib of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance between a solitaire fr and rebar in the middle section. The surgeon performed a thrombectomy and during delivery, found that the stent could not be pushed smoothly in the rebar microcatheter. After replacing the stent, it could be pushed smoothly. The surgeon filed a product complaint. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke in the brain. Patient condition: mrs baseline: 3, mrs procedure: 1, nihss baseline: 13, nihss post procedure: 3, tici baseline: 0, tici post procedure: 3. IV tpa was not contraindicated. There were 0 passes with the device. Patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 6 hours.